Manufacturer narrative:
The investigation determined that lower than expected, non-reproducible vitros na+, crea, and k+ results were obtained from 3 different patients when tested on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause. However, based on reproducible results obtained from retesting, the customer concluded that the vitros results initially obtained from each sample were likely due to a pre-analytical sample related issue. The protocol used for pre analytical sample collection and processing at the alternate site is unknown, and therefore cannot be ruled out as a potential contributing factor. Although there were no indications of an instrument malfunction, a within-run precision marker test was not completed, and therefore, an instrument issue cannot be completely ruled out as a contributing factor to the event. Since no quality control data was provided, the performance of the affected assays is unknown and cannot be ruled out as contributing to the event. However, as the results for the patient samples were reproducible upon retesting the same samples, it is unlikely the vitros reagent lots in use contributed to the event.

Event description:
A customer observed lower than expected, non-reproducible vitros na+, crea, and k+ results obtained from 3 different patients when tested on a vitros 5600 integrated system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported to the physician, and there was no allegation of patient harm as a result of this event. This report is number 3 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. (B)(4).